Event description:
The customer reported the system did not boot with an error display on pre-charge failure. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the battery pack and was able to boot up the system but it did not clear message "fp dead". Communication between control panel processor and the technique processor is the cause of error. Ordered parts. Both boards on back order. Customer identified bad power motor relay bd and completed repair. System is operational.